Event description:
A mitroflow valve was explanted approximately 2 years post-implant and replaced with a medium perceval valve on (B)(6) 2018, with good patient outcome. It was reported that there were no leaks following the redo-avr. No other information was provided.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. As the serial number remains unknown and the device was not received for analysis, no investigation can be performed and the root cause of the event cannot be determined. Based on the limited information received, it is not possible to determine the reason for explant. Unable to follow up; not returned.